Event description:
This lead was implanted on (B)(6)2002 and was explanted on (B)(6)2013. A call placed to technical services on (B)(6)2013 states that this lead was oversensing and was having high threshold issues. The physician was dr. (B)(6) at (B)(6) hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).